Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the permanent cautery hook instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the permanent cautery hook (part # 470183-14/ lot # n11200817-0052) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system (B)(4) and the alleged event occurred on the 8th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that as soon as the permanent cautery hook instrument was in the surgeon's field of vision, it was observed that the tip end was broken off the instrument. The location of the missing piece remains unknown. While the customer does not believe the fragment fell into the patient and was retained, the customer is not 100% sure. No post-operative tests were performed. Although there was no report of patient injury or post-operative complications, if the event were to recur and result in fragments falling inside a patient, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cover of the tip hook broke off a permanent cautery hook instrument prior to the beginning of the procedure, but was noticed upon attempted use. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. Contacted the reporter and obtained the following additional information about the complaint: the permanent cautery hook was inspected before use and it looked fine. As soon as the permanent cautery hook was in the surgeon's field of vision, he knew something was wrong and asked that the instrument be removed and a back-up instrument was used instead. The tip end of the instrument was reportedly broken off of the permanent cautery hook instrument. They do not believe the fragment fell off inside the patient and they did not see any fragment fall inside the patient, however they cannot be 100% sure. No post-operative tests were performed. There have been no reports of any injury to the patient post-procedure.